Manufacturer narrative:
Field investigation confirmed the reported issue on psm 2. The psm 2 cables were adjusted and the cannula mount was replaced to resolve the issue. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the instrument on the patient side manipulator(psm) 2 would not close. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The customer tried to reseat the instrument in the sterile adapter multiple times but the issue persisted. Intuitive surgical, inc. (Isi) contacted the reporter to obtain additional information about the event and found that there was a surgical delay of approximately one hour due to troubleshooting the problem. The patient had been administered anesthesia and ports were placed at which time the surgeon decided to complete the procedure laparoscopically. There was no patient harm, adverse outcome or injury reported. Onsite investigation was conducted by an isi technical field specialist(tfs). The tfs was unable to reproduce the reported issue, but verified the reported error in the system logs. The issue was resolved by adjusting the tension on the cables for psm 2 and replacing the cannula mount.